Event description:
Pt had left ureteroscopic stone extraction with stent placement on 10/6/96. Went to office 10/10/96, for stent removal. He had some increased back discomfort for the past couple of days. Flexible cysto in office demonstrated heaped up erythematous edema around the left ureteral orifice, but no stent visualized. On oral bactrim. To hosp 10/10/96, for cystoscopy, left ureteroscopy with retrieval of migrated stent.